Event description:
Through clinical servics, facility reported that in the last 20 minutes of the treatment (approximately 180 minutes into the treatment), the venous bloodline disconnected from the permcath (in use 1 month). Staff alerted by a machine alarm. Approximately 300 cc in estimated blood loss. Blood pressure down. The pt had a cardiac arrest and was transferred to the hosp. The pt was diagnosed with a myocardial infarction. The pt recovered and was transferred back to the nursing home with full recovery. The bloodline is not available for examination. Medwatch filed on the medical intervention and the blood loss.